Event description:
Customer reported that she was hospitalized for removal of part of the pancreas. Customer stated that it was not related to the insulin pump, it was die to having pancreatitis. Customer requested assistance with suspending the device during her recovery. She stated that the doctor tried to put her back on the insulin pump after surgery but her blood glucose was dropping too low; they tried to adjust the settings but it didn't work. Customer did not remember her blood glucose level at the time but it was low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.